Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, ra lead damage was suspected and diagnostic imaging was performed, but no abnormalities were observed. No further intervention has been performed. The patient was stable and will continue to be monitored.